Manufacturer narrative:
The delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation of the device revealed the suture to be twisted around the barb of the stent. The stent component was found disoriented such that the stent barbs were unaligned; this was likely caused by the suture twisted around the stent barb. The suture hole of the push catheter was noted to be torn. The guide catheter was found stretched and broken into two pieces near the proximal end. The broken distal piece of the guide catheter was returned inside the push catheter; this section of the guide catheter was removed and a kink was observed at the distal end but no obvious suture impression was present. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during a biliary drainage procedure performed on (B)(6), 2011. According to the complainant, during the procedure, when attempting to release the stent, the inner guide catheter stretched and detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent. It was also reported that a jagwire (bsc) guidewire was used during this procedure; it was confirmed there were no issues with this guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a flexima biliary stent was used during a biliary drainage procedure performed on (B)(6) 2011. According to the complainant, during the procedure, when attempting to release the stent, the inner guide catheter stretched and detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent. It was also reported that a jagwire (bsc) guidewire was used during this procedure; it was confirmed there were no issues with this guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Component code 3038 relates to problem code 1069 for the reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.